Event description:
It was reported that during a hemorrhoidectomy procedure, the firing handle was broken. Most of staples were not formed, and remained in the staple rockets. The washer was not cut. The device cut the membrane mucosa, so bleeding occurred. Additional suture was performed. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.